Manufacturer narrative:
Follow-up # 1 ¿ (04/14/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high when compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated, the alleged inaccuracy started on (B)(6) 2013 at 1:30 p. M. When he obtained a blood glucose result of ¿492 mg/dl¿ with the subject meter and ¿231 mg/dl¿ with another device (ultra), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (januvia) and insulin (humalog- 25 units, 3 x a day; levemir- 60 units, 2 x a day) and stated he took his usual dose of insulin (humalog, 25 units) in response to the alleged inaccurate result(s). At the time of the follow-up call, the patient informed the mss that he tests his blood glucose 3 times and day and that his normal/typical blood glucose readings range from ¿168-205 mg/dl¿ in the morning, ¿250-300 mg/dl¿ in the afternoon, and ¿244-328 mg/dl¿ in the evening and at bedtime. On (B)(6) 2013 at 7:30 p. M., the day before the alleged issue occurred, the patient stated he developed symptoms of ¿sweating and shaky¿. This prompted the patient to test his blood glucose and he obtained a result of ¿62 mg/dl¿ with the subject meter. Immediately after, the patient self-treated with glucose tablets and confirmed he began to feel better, 1 hour afterwards. Prior to the onset of the symptoms that patient stated he last tested his blood glucose, around ¿1:00-1:30 p.m.¿, and obtained a result of ¿251 mg/dl¿. The patient confirmed that result was within his normal range and stated he took his usual dose of insulin (humalog, 25 units) in response to the result obtained at the time. During troubleshooting,the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to obtaining the alleged inaccurate result. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.